Manufacturer narrative:
It is unknown what devices were explanted. Hence, entire scs system is being reported. Date of event is unknown. Concomitant medical products scs lead, therapy date unknown further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08938. It was reported that the patient¿s device was removed years ago. It is unknown when and why the device was removed. Patient declined to provide additional information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.